Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: the keypad cover was intact; unable to test button responsiveness due to blank screen. Removed cover; no contamination under contacts. There was evidence of moisture behind display lens. Leak test failed due to case crack leak. Opened pump; evidence of moisture throughout pump internally/on transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 06/19/2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.